Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 40mg/dl due to an unknown cause. Bg level was addressed by consuming carbohydrates; current bg level was 358mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management.